Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue with an adc device was reported and sensor detached after one day of wear. Subsequently customer experienced a loss of consciousness and unable to self-treat. It was further reported that the customer had unspecified third-party intervention of IV and an unspecified dose of insulin for the treatment of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.